Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis and tired/weak. Blood glucose value at the time of event was 20 mmol/l. The customer was treated for hyperglycemia with IV insulin drip (intravenous insulin infusion), insulin pump and also treated in hospital, diabetic ketoacidosis with hospitalization, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer discontinued use of the insulin pump. Mmt-1885 was requested and the customer response was that the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for an alleged was hospitalized for high bgs/dka found on (B)(6)2025. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08720 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 26-nov-2025 of the daily total collection start time, the dailytotalofbasalinsulindelivered = 26.075 u and daily total of bolus insulin delivered = 71.725 u which is equal to the dailytotalofallinsulindelivered = 97.8 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 26-nov-2025, these pump error(s)/alarm(s) were noted. One no delivery alarm/insulin flow blocked alarm were found on 11/26/2025 at 18:11:00.000 during basal delivery. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.8 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked up, down and back button keypad overlay, pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.